Manufacturer narrative:
Manufacturing review: the device history record (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, a computed tomography of the abdomen and pelvis was revealed the filter was located below the renal veins. The filter struts had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. The filter was tilted to the right with its proximal cone laid on the wall of the inferior vena cava possibly embedded in it. The patient experienced abdominal pain. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient reason was not provided. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava; struts perforated into mesenteric fat. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.